Event description:
Resident was sitting in shower chair when the leg started to buckle to floor. Chair then fell on resident's left knee causing swelling. 14 days later the left knee developed cellulitis. Antibiotic intervention.